Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead implanted at the l4 vertebral level having migrated. Surgical intervention was undertaken and the lead was removed and replaced. Postoperatively the patient is reportedly receiving effective therapy.